Manufacturer narrative:
Device evaluation : follow-up #1 submitted on 03/07/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:testing confirmed intermittent responses to button presses on the 'up', 'down' and 'contrast' buttons. Unable to reproduce scrolling during testing. Observed damage to the keypad-the keypad is lifting and peeling below the 'ok' button. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unable to confirm moisture on display. No evidence of moisture visible. A leak test was performed and found a keypad leak. The pump was opened to check for moisture ingress. Evidence of moisture damage was found behind the display screen, on the pcb and on the vibration motor.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).